Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, rf telemetry could not be established. Programming changes were made via wand, and the procedure was completed with no adverse consequences to the patient. The patient later presented to the clinic, and a firmware upgrade was performed to resolve the rf telemetry issue. The patient¿s condition was stable.